Manufacturer narrative:
(B)(4). Event evaluation: the development of the zenith device followed and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an IFU describing the instructions for use, contraindications, warnings & precautions, the correct deployment procedure. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worse case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location relative to the top cap. Location of this etch mark is verified on each device. Changes were made to the loading procedures that will possibly prevent damage to the trigger wire. An alternative deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This change request was effective on (B)(4) 2009. A definitive root cause cannot be determined or reported at this time. However, the patient's anatomy (including angulation or tortuosity of the vessels), correct deployment sequence, and the type of wire guide used during this procedure could all have been contributing factors. The used delivery system or images were not returned to assist with this investigation. Without any additional information, no conclusion can be drawn. We will continue to monitor for similar incidents.

Event description:
A patient underwent standard aaa procedure, in (B)(6) 2010. While placing the flex main body, the physician proceeded to deploy top cap, tried to remove proximal trigger wire release mechanism and it would not release. He then took the following steps: removed the thumb screw completely, tried to remove the trigger wire release mechanism distally but it would not release. Adjusted the top cannula to release tension on the wire. The trigger wire release mechanism eventually became free and was able to remove in the normal fashion. The graft did not bow with the force exerted to remove this wire but no other adverse effects were noted. The introducer system and wires have not been retained and have been binned. The procedure was completed as normal. Device has been implanted and introducer components have not been retained for inspection. Additional information provided on (B)(6) 2010: the sales representative confirmed verbally with the physician that a lunderquist wire was indeed used in this case. The physician planned and sized the case solo. The rep was not present. The alternative trigger wire release sequence was not used, they adjusted the cannula which seemed to release the 'tension' on the wire and then they could remove the trigger wire as normal and complete the evar case as normal. Images were requested, but not provided. The patient outcome is unknown as not provided by the reporter.